Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: method code was added: 4109. H6: results code was added: 180. H6: conclusions code was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of the mount would not disengage from implant was confirmed. The reported event was confirmed following visual evaluation and functional testing. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the lot for similar events and no other complaints about nonconforming events were identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that they were unable to loosen center screw to remove the impression post. Attempted to place the tsvtwb10 implant #30 area, once inserted, unable to remove impression post. There was a delay of 20-30 mins and an other implant was placed.